Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 18 mmol/l. The customer also had ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test, but failed the prime test. Nothing further was reported.